Event description:
It was reported that a user contacted support after receiving a low glucose alert on the ilet while using a dexcom g7 and required guidance to calibrate a fingerstick value; the user successfully entered a fingerstick reading of 68 mg/dl into the ilet and proceeded with self-treatment per troubleshooting education. Symptoms included asymptomatic low glucose. Outcomes included transient interruption of usual activities and the need for oral carbohydrate intake, with glucose subsequently rising to 92 mg/dl at call end and no medical intervention or hospitalization. Investigation included customer interview and device use review with troubleshooting and education provided. Investigation of this case revealed normal device response to a low glucose alert with successful calibration entry and appropriate user-directed corrective action. It was concluded that the event was consistent with hypoglycemia of unclear cause with resolution following oral carbohydrate and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.